Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. The patient's daughter reported that the bipap a40 system silver device was in use by the patient when the device powered off, an alarm lamp turned red, and the device rebooted. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was not confirmed. The drpt was checked and confirmed occurrence of e-95, indicating reboot due to program execution error. The software version needs to be upgraded to version 3.6.5. The unit will be scrapped.